Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number-2017865-2020-02999. Related manufacturer reference number-2017865-2020-03002. Related manufacturer reference number-2017865-2020-03004. It was reported that the patient was in ventricular tachycardia and received inappropriate anti tachycardia pacing therapy. The device exhibited non sustained right ventricular oversensing event due to undersensing. Programming changes were anticipated, no intervention was performed. Patient later presented to the emergency room after falling and the patient deceased on (B)(6) 2020. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.